Event description:
During an endoscopic procedure, the physician used a cook instinct endoscopic hemoclip at a polypectomy site. The clip was advanced through the endoscope and attached to the tissue site. The clip would not release from the deployment device. The clip would not reopen. The clip was pulled off the tissue and replaced with a clip made by another company. Add'l clips were required in response to pulling the clips off the tissue. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use contains the following precaution - "if clip deployment device is used with endoscope in torqued for retroflexed position, clip deployment difficulties can occur". The instruction for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip". Prior to distribution, all instinct endoscopic hemoclips are subjected to visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.